Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The balloon catheter, and coaxial umbilical cable were replaced without resolve. The tank was replaced without resolve. The system was vented without resolve. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files confirmed a system notice indicating that the refrigerant delivery path was obstructed (#50012) during applications with the catheter on the date of event. Test injections were performed by the sales representative at the facility and the console was operating properly. Also, the system notice indicating that the refrigerant delivery path was obstructed (#50012) was not reproduced. The console passed the inspection as per specification and deemed appropriate for clinical use. Furthermore, the product issue reported (#50012) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.